Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. It was reported that the patient expired due to multi-system organ failure on (B)(6) 2020. (B)(6), was not returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.